Event description:
It was reported that a patient underwent hysterectomy procedure on an unknown date and suture was used. During the procedure, the bladder was incorporated with a few stitches and the bladder mucosa was found to have typical characteristics of erosion. No additional details have been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.